Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused albumin during patient therapy. The albumin was being delivered via primary tugging from a glass bottle with the vent opened and programmed at a rate of 30ml/hr with a volume to be infused of 100ml. After the first 15 minutes it was increased to 100ml/hr. Once the infusion was complete there was still albumin in the bottle. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reporter issue of an under infusion was not reproduced. Flow accuracy testing was performed and there were no flow rate issues noted. An event history log review was performed, and the customer reported infusion was confirmed; however, the under infusion could not be confirmed or refuted. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.